Event description:
It is reported that the device was implanted in 2005. Over time, tibial component began to subside into varus. Revision surgery occurred in 2008.

Manufacturer narrative:
Evaluation summary: it is reported that the tibial component began to subside in varus and the knee was revised 2 years 5 months post-op. No product was received for evaluation. Also, x-rays are not available for review. The patient's age, weight and the activity level are not known. The cause of the problem could not be determined due to insufficient information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.